Event description:
It was reported to boston scientific corporation through a retrospective review study, that an ultraflex esophageal stent was used during a stent placement procedure for a post bariatric surgery leak, performed on (B) (6) 2006. According to the complainant, on (B) (6) 2006, the patient presented with bleeding of moderate severity, due to erosion in the distal hyperplastic region. The physician stated that this is one of the rare cases where hyperplasia is associated with a modest bleeding. To treat the bleeding, the patient received ppi (proton pump inhibitor), the stent was successfully removed endoscopically, and an ultraflex stent (15cm, flare diameter 18/23 mm) was placed for compression and treatment of the persistant fistula. There were no problems reported during stent removal or placement of the new stent. Per planned treatment algorithm, on (B) (6) 2006, a polyflex stent was placed inside the ultraflex stent. Both stents were removed on (B) (6) 2006 without complications. The post bariatric surgery leak was healed, and the patient condition was reported as "good".

Manufacturer narrative:
(B) (6). Device information reported as ultraflex partially covered esophageal stent; length 10cm, flare diameters 23/28mm. (B) (4) (medical intervention required/bleeding). (B) (4) study source: retrospective review of temporary stenting for the endoscopic management of post bariatric surgery leaks (pbsl) and esophageal leaks (el). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.